Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of the intraocular lens (iol) was used; however, the injector was not advancing. Additional information was received the blue plunger could not advance to collect the lens, so the surgeon had the lens removed from the autonome device and inserted in a cartridge and was successfully able to complete the surgery successfully.